Manufacturer narrative:
The needle tips of the retained samples were inspected, and no abnormalities were found. Actual device not returned, failure unconfirmed.

Event description:
On 27-mar-2025, customer complaint was received on 809 readylance safety lancet-21g, 3.0 mm. Customer complained that a blood donor identified metal stuck in his finger following a procedural finger prick on (B)(6) 2025. During a follow-up on (B)(6) 2025, the donor was able to squeeze the metal out of his finger.